Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm placement, inadequate fixation, implanting a damaged neurostimulator, implanting the neurostimulator after the expiration date, not prepping the surface skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out as potential causes. Additionally, not prescribing antibiotics pre-operatively has been ruled out. However, an improper surgical technique was identified as the tail end of the anchor suture was superficial and was caught in the wound, causing it to open and become infected. In addition, the patient is a poor surgical risk as they have diabetes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: improper surgical technique as the tail end of the anchor suture was too superficial (user error - clinician). Patient is a poor candidate due to health, weight, age, or mental capacity as the patient has diabetes (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported drainage from the receiver site as well as erosion of the anchor suture through the skin which caused the incision to open up. Antibiotics were prescribed and cultures were obtained. The results of the cultures confirmed a minor infection, in which antibiotics specific to the type of bacteria were prescribed. The wound was excised, and a wash out procedure was performed. As of(B)(6) 2025, the patient is still healing post wound wash, the healing process is proceeding as normal, and the patient is receiving wound care at their home.